Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the guide wire fractured. The 100% stenosed lesion was located in the calcified and moderately tortuous right anterior tibial artery and was a chronic total occlusion. The procedure was being performed by an ipsilateral approach. Following insertion of a 5fr sheath, the v18 guide wire was inserted with backup support by a 4fr straight catheter. The guide wire was unable to cross the lesion. The physician then attempted to cross the lesion with the guide wire using support of a symmetry balloon, however, the guide wire was still unable to cross the lesion. Using fluoroscopy, the physician again tried using the balloon for support while trying to cross the lesion with the guide wire, and was still unable to cross. Therefore, the physician decided to remove the guide wire, however, the guide wire became stuck on the lesion and fractured during removal. The guide wire was left in the pt with no additional intervention. Blood flow from the limb to the collateral channel was attained due to this procedure, however, the procedure was not completed due to this event. Status of pt was reported as 'good'.